Manufacturer narrative:
(B)(4). Concomitant medical products: z nail cmf 10mmx21.5cm 125 r lot#3071179 item#47249821010. Foreign source: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00526.

Event description:
It was reported that approximately three (3) months after implantation, during a routine post-operative checkup, it was found out that the leg screw had migrated to the outer side. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Two undated x-ray images are available. The images show what appears to be a backing-out of the lag screw. No surgical reports were provided. Based on the available information, it is not possible to determine the root cause for this issue. A further and more comprehensive investigation was carried out as part of a CAPA, which determined that no potential corrective and/or preventive actions are required. This decision was based on the conclusions from literature review, complaint review from hcp, and current acceptable performance of the znn fortis with tls. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.